Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was submerged in water. Additionally, it was reported that the wake button was unresponsive. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 182 mg/dl.